Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, when the device was inserted to the patient, it was found that the tip of the device got frayed and then the tip fell into the patient's body. After removing, the doctor found that the tip of the device had scratch. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.